Event description:
Customer's fasttake meter would not turn on intermittently. The issue was not resolved with troubleshooting. At one time customer was feeling high and they tested on a meter from work and obtained a reading of 400 mg/dl. They did not receive any treatment. Meter has been replaced for customer.